Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there was discrepancy between daily total bolus and bolus history for (B)(6) 2017 by 0.9 units. The customer's blood glucose was 12.0 mmol/l at the time of call. The customer reported that she was she was 8.1, she gave bolus of 6 grams and delivered 4u of insulin via bolus wizard. The customer reported that at 10:30 am she was at 15.2, she gave a correction of 2 units. The customer reported that she was suffering from high blood glucose and had a knee surgery. Troubleshooting was performed. The insulin pump passed the high pressure test. The customer was advised to replace the insulin pump due to bolus issue. The insulin pump is not expected to return for analysis.